Manufacturer narrative:
(B)(4).

Event description:
It was reported that the catheter broke. A direxion microcatheter was selected for use in the typically tortuous liver truncus coeliacus. It was very difficult to advance the microcatheter in the non-bsc guide catheter during the procedure inside the patient. The devices were sufficiently flushed and hydrated throughout the procedure. The system was removed from the patient's body. It was observed that the direxion was broken. It appeared the outer shaft was broken about 15 cm from the hub on a portion of the device inside the patient. A kink was also seen. The procedure was completed with another direxion device. There were no patient complications reported and the patient condition was good.

Manufacturer narrative:
Device evaluated by MFR:returned product consisted of a direxion micro-catheter. The inner and outer shafts were microscopically inspected. Inspection revealed separation of the outer shaft (nickel) located 9.5 cm, 66.5 cm and 109 cm from the strain relief with inner shaft damage (kinks/flattened) at the areas where the outer was fractured/separated. The device was not completely separated, as the inner liner was still attached. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that the catheter broke. A direxion microcatheter was selected for use in the typically tortuous liver truncus coeliacus. It was very difficult to advance the microcatheter in the non-bsc guide catheter during the procedure inside the patient. The devices were sufficiently flushed and hydrated throughout the procedure. The system was removed from the patient's body. It was observed that the direxion was broken. It appeared the outer shaft was broken about 15 cm from the hub on a portion of the device inside the patient. A kink was also seen. The procedure was completed with another direxion device. There were no patient complications reported and the patient condition was good.